Event description:
It was reported that during a pre-use check, when the customer connected the infusion set to the connector, "it came loose and came off". No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device sample was received without its original packaging label, in used condition, and decontaminated inside a plastic bag. Two (2) photos were included for evaluation; picture one shows the label of the product with the lot number and the date of manufacture. Picture two shows the luer connection. Per visual inspection, there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. A leak test was performed, the device passed the leak test. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action has been taken since the complaint was not confirmed.